Event description:
Customer reports meter memory stores a different value than the actual result displayed while using the aviva system. Customer reports a result of 140 mg/dl and memory stored a result of 300 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.